Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during a laparoscopic wedge resection of gist tumor procedure, the teflon pad fell off while the doctor was performing the dissection. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.